Manufacturer narrative:
To date, this device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable device received inappropriate therapy. The patient underwent surgical intervention to replace the device. No additional adverse patient effects were reported. At this time, there is no indication of product return.

Event description:
It was reported that the patient with this implantable device received inappropriate therapy. The patient underwent surgical intervention to replace the device. No additional adverse patient effects were reported. At this time, there is no indication of product return.